Event description:
Reporter indicated a patient had high lead impedance results with systems diagnostics testing in (B)(6) 2012. No trauma or device manipulation occurred. The patient was also experiencing an increase in seizures below his pre-vns baseline level that was felt to be due to the high lead impedance. The vns was disabled on (B)(6) 2012. X-rays were reviewed by the manufacturer. The lead pin does not appear to be fully inserted into the generator header. The cause of the high lead impedance is likely due to the lead pin not being fully inserted into the generator header, but may also be due to a microfracture not visible on the x-ray. Vns diagnostics were within normal limits in (B)(6) 2011, and diagnostics were normal at the generator replacement surgery on (B)(6) 2011, per the reporter. The plan of care is to observe the patient clinically with the vns disabled to see if he may have outgrown his seizures. Surgery to reinsert the vns lead pin is not planned at the moment. Attempts for vns programming history are in progress.

Event description:
All attempts to the reporter for vns programming history have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, lead pin not fully inserted past the connector block of the generator. Device failure is suspected, but did not cause or contribute to a death or serious injury.